Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined that the comb was bent. The calibration and test cut were not checked prior to repair due to the bent comb. Comb and side plates were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign : canada.

Event description:
It was reported that the unit was broken upon arrival. There is no information provided regarding the timing of the event or if there was any patient involvement/harm that may have occurred. During device evaluation, it was discovered that the comb was bent. Due diligence is complete, no further information is available.